Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not last as long as expected. The battery was changed; however, the short battery life issue recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump was unresponsive due to moisture damage, and did not power on. Evidence of moisture ingress was found in the battery compartment and on the underside of the battery cap. The battery cap secured properly to the pump, and no damage was found to the battery compartment. A leak test was performed and passed, indicating no leaks. The pump case was removed and no further evidence of moisture ingress was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.